Event description:
On (B) (6) 2009 a company representative reported he was with the pt and the pt stated his insulin infusion headset is not properly adhering to his body. Courtesy infusion sets, tegaderm, and mastisol were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.